Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem but found incorrect shutdowns in the error logs. Ge representative advised customer to allow the system to properly shut down before pulling the power plug. System operates as intended.

Event description:
The customer reported the system displayed a generator error and would not boot up. No patient injury was reported.